Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no reported impact to customer's blood glucose. No additional information was provided.